Manufacturer narrative:
H3: the tip of the introducer sheath is damaged. The dilator tube is separated from the hub. There are tool marks on the dilator tube. The dilator tub outer diameter measures 0.0730" (spec: 0.0730 ± 0.0005"). The hole in the hub where the tube separated measures 0.071" (0.071" pin gauge goes in, 0.072" pin gauge does not go in). Analysis of the notch material had witness marks that showed plastic deformation that flowed in the direction that would occur when pulling off the hub from the tube due to overload conditions. Continuation of d10: product ID: 978b128, lot#: va24xwh, implanted: (B)(6) 2020, product type: lead. Product ID: neu_pneneedle_acc, lot#: unknown, product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d11: product ID neu_pneneedle_acc lot# unknown serial# implanted: explanted: product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon review pli 10 for the lead is no longer a complaint. H6 codes updated to reflect this information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 28-dec-2021, UDI#: (B)(4); product ID: neu_tunnelingtool, ubd: 28-dec-2021. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during placement of the lead, the dilator/introducer was used. The directional guide was removed. The hcp twisted the handle by 90 degrees. When trying to remove the dilator, the handle of the dilator loosened and was not connected to the dilator anymore. It was completely detached from the rod. The actual dilator rod remained in place inside of the introducer sheath, and was removed from the introducer sheath using forceps. It was unclear if the handle was already loosened by twisting it, if it was loosened by pulling, or if it was not firmly connected prior to the procedure. A second observation was made by the hcp after the surgery. He mentioned that since using the foramen needle with the pink handle that was included with the new model leads, he had the impression that the needle in general was not as sharp as the previous foramen needles with a yellow handle that were included with previous model leads. The needle used in this case was discarded by the customer. There were no environmental/external/patient factors that may have ledor contributed to the issue. No diagnostics or troubleshooting was performed. No actions or interventions were taken to resolve the issue and the issue was considered not resolved as of 22-jun-2020. No surgical intervention occurred or was planned. No symptoms were reported, and the patient was alive with no injury. It was noted that the event was with respect to the introducer/dilator that was packed together with the lead kit, not the lead itself. Additional information was received from the rep. Pictures of the detached introducer head/broken handle were provided. It was noted that the insertion was no different than normal behavior when inserting the dilator/sheath. The difficulties during removal of the dilator resulted from the fact that forceps needed to be used in order to grab the rod of the dilator. The lead remained implanted. It was noted that this information was confirmed with the physician/account.